Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Tubing detached from blood filter chamber.

Manufacturer narrative:
Investigation result: a 2477-0007 product was not available for investigation; however, the customer confirmed that the complaint sample was from lot 24045468. The feedback provided by the customer states that, "tubing detached from blood filter chamber" and the photo provided by the customer for investigation does not correspond to the reported product and is not relevant to this complaint. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 24045468 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the 2477-0007 set over the past 12 months.

Event description:
No additional information.